Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion). It was also reported "nurse ran unit at 21ml/hr at 500ml (medication unknown) and unit completed infusion way too early" and there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.